Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported via stryker sales rep, that during a dhs surgery on a (B)(6) patient, the threads on the lag screw were worn out and the lag screw wouldn't go any further. The lag screw became stuck in the inserter. The surgeon removed the screw and noticed that it was worn and metal debris was seen inside the patient. The lag screw was extracted by putting the keyed plate at the top of the barrel and by turning it to loosen. It was further reported that the surgery was finished by inserting another lag screw after 45 min-1 hour delay.